Manufacturer narrative:
The customer's biomed evaluated the iabp and replaced the drive manifold (part number 0104-00-0018). The iabp was tested. It functioned normally and was returned to use by the biomed. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated several "autofill failure" alarms and then "maintenance required code #" 22 (balloon transducer offset failure). The pt was switched to another iabp and therapy was continued. No pt injury was reported.